Event description:
Reportedly, on (B)(6) 2020, the pacing mode was programmed in vvi mode, 30 min-1 for the replacement of the subject pacemaker. During the re-intervention, an electrical scalpel was used. Ventricular pacing above 85 min-1 with regular cycle length was observed. The pacing mode was changed to ooo and the event was solved. Preliminary analysis did not reveal any anomaly with the subject device.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2020, the pacing mode was programmed in vvi mode, 30 min-1 for the replacement of the subject pacemaker. During the re-intervention, an electrical scalpel was used. Ventricular pacing above 85 min-1 with regular cycle length was observed. The pacing mode was changed to ooo and the event was solved. Preliminary analysis did not reveal any anomaly with the subject device.